Event description:
It was reported that the patient presented to a follow up appointment and a drop in sensing and high capture thresholds were observed from the right atrial (ra) and right ventricular (rv) lead. Diagnostic imaging was performed and confirmed both the ra and rv leads were dislodged. The physician reprogrammed the device to increase outputs to prevent loss of capture from the ra lead. The physician explanted the rv lead and observed that the helix did not extend or retract without the use of force. A new rv lead was implanted and the patient was stable with no additional consequences. The patient was stable with no additional adverse consequences.